Event description:
It was reported that the patient stated that the unit is not suctioning and she just got a new kit- rep informed we do not have a record of purchase of the unit- customer stated she got unit with carewell and carewell they told her they don't do anything with warranty, to call us. Rep advised to contact carewell- went over troubleshooting and water test- unit failed. It is unclear if troubleshooting was performed. No medical intervention or patient impact was reported. No additional information was provided. (Female wicks used).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient stated that the unit is not suctioning and she just got a new kit- rep informed we do not have a record of purchase of the unit- customer stated she got unit with carewell and carewell they told her they don't do anything with warranty, to call us. Rep advised to contact carewell- went over troubleshooting and water test- unit failed. It is unclear if troubleshooting was performed. No medical intervention or patient impact was reported. No additional information was provided. (Female wicks used).

Manufacturer narrative:
Upon further review, bd has determined that this MDR is not reportable as suction failure was against purewick urine collection system. Submitting the investigation details as additional information the reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. No actions can be taken at this time since a root cause was not identified. A DHR could not be performed since no lot number was provided. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. Correction: d. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.